Event description:
As reported, before use on patient and during removing the wire from the dispensing tube the tip of the wire broke and nearly detached completely. This issue occurred with both devices during the same procedure.

Manufacturer narrative:
The device is expected to be returned for analysis; however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the initial reporter was dr. Hubauer; however, the contact information is currently unknown. Concomitant devices: another pgw .018 sv short, lot # 35221289, catalog # 503558x. (B)(6). This is one of two products involved in this procedure with this patient and the associated manufacturer report numbers are 1016427-2015-00002 and 1016427-2015-00003.

Manufacturer narrative:
This is one of two products involved in this procedure with this patient and the associated manufacturer report numbers are 1016427-2015-00002 and 1016427-2015-00003. Complaint conclusion: as reported, before use on patient and during removing the wire from the dispensing tube, the tip of the wire broke and nearly detached completely. This issue occurred with both devices during the same procedure. Multiple attempts to obtain additional information have been unsuccessful. A non-sterile unit of endovascular wires & metals pgw .018 sv short 300cm st, was received coiled in a plastic bag. Kink condition was found at 287 cm from proximal tip end. Also a fracture on distal tip end was observed during visual analysis. No other anomalies were found during visual analysis. The sample was sent to sem analysis and sem results showed that the core wire presented on its both sections of the fracture evidence of reverse bending and ductile dimples. These characteristics are related to a fatigue conditions and pulling / stretching events until separation. No other anomalies found during sem analysis. Lake region lot number 10375629 is cordis lot number 35221289. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10375629. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported ¿distal tip - fractured-prior to use¿ was confirmed through analysis of the returned device. The exact cause could not be determined. However, reverse bending and ductile dimples noted during analysis may suggest that handling factors during removal of the device from the packaging may have contributed to the fractured condition. The instructions for use instructs to ¿open the sterile package slowly. To prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft.¿ and notes, ¿do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ neither the DHR nor the analysis suggests a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.